Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a teflon inset infusion set, including a highest blood glucose of 280 mg/dl and an occlusion alert, which resolved after the user performed a supply and site change consistent with troubleshooting and education. Symptoms included elevated blood glucose without ketosis or other acute symptoms. Outcomes included no hospitalization, no professional medical intervention, and no change to backup therapy. Investigation included user interview and technical support review of the infusion set change process. Investigation of this case revealed use error related to the infusion set or a bent cannula resulting in an occlusion, with restoration of intended insulin delivery after replacing the set and supplies. It was concluded that the event involved hyperglycemia due to an infusion set issue with corrected use following education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.